Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / 1143616, the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.